Event description:
It was reported the patient¿s ipg was unable to communicate with external devices after a fall. It was deemed inoperable. Surgical intervention was undertaken during which the ipg was explanted and replaced. Effective therapy was confirmed.

Manufacturer narrative:
Date of event is estimated. E1: reporter phone number:(B)(6).

Manufacturer narrative:
The results of the investigation are inconclusive as the product was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.